Manufacturer narrative:
Olympus technical assistance staff instructed the customer to clean the electrical contacts on the scope, reseat the light source cable and clean the dust off of the light source cable contacts. This resolved the issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred because the user connected the endoscope in a state where the electrical contacts on the endoscope were not sufficiently dried or there were foreign substances (chemical liquid residue, water stain, dust, etc.) Attached to the electrical contacts of the output connector. This caused the connection of the electrical contacts to become unstable, and the communication between the endoscope and the video processor was hindered causing a b30 scope communication error. Regarding precautions for connecting the endoscope connector, the following is described in the instruction manual. This may prevent the event. "Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction."

Event description:
The customer contacted olympus to report that during an unspecified time the device presented a b30 scope communication error. The customer did not report any consequence or impact to a patient.